Event description:
On (B)(6) 2013, the patient¿s father/reporter contacted animas to report that the patient was hypoglycemic this morning and was treated accordingly by her mom. No further detail could be provided to gauge the severity of the patient¿s hypoglycemia at the time of concern. The patient was fine at the time of the call to animas. Further investigation indicated that the patient¿s dad had the incorrect time within the pump settings. The am/pm was not correctly set. The date/time issue was resolved with training. This complaint is being reported because the patient was allegedly hypoglycemic while the animas pump¿s date and time was incorrectly set by the user.

Manufacturer narrative:
Follow-up #1 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the total daily dose history shows total basal delivered on (B)(6) 2013 low. No data in black box from this time due to continued use. Date corresponds with reported correcting time which had been programmed incorrectly. All other dates daily insulin delivery totals correctly reflected the user's programmed basal rates. No time/date issues observed in pump history. A (B)(4) flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A timekeeping accuracy test was performed; the pump was keeping time accurately.